Event description:
User alleges the pilot balloon had become separated from the tube after in use for six to seven days. To the knowledge of the personnel, no additional force had been used.

Manufacturer narrative:
Smith's medical international's eval is based on digital pictures that the user facility provided. The photographs supplied clearly show the inflation line detached from the tube. A review of the device history records (for the two lots that the customer reported on as the exact lot was not known) was performed and no problems noted. A review of the complaints history database revealed that this is the first incident for this lot number and the second similar incident for this product code. The root cause of this was attributed to operator error. The operator applied insufficient solvent used during the inflation line bonding process. The solvent would have formed a bond strong enough for the device to pass the inflation line security test, but not enough to allow the full 30 day usage. Retraining of all relevant personnel in the assembly and test procedures was performed.